Manufacturer narrative:
The returned device was evaluated. During this testing the unit was powered on and the blue communication led illuminated intermittently. The unit was able to charge a known good radical-7 which visually and audibly alarmed under alarm conditions. After internal inspection the device was reassembled and the blue communication led illuminated properly. The docking station kit was reconnected and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the radical docking station intermittently causes the handheld monitor to reset. The customer has tried multiple handheld monitors that work correctly with other docking stations. Customer stated that the devices will sometimes work correctly for up to several days before the restarting resumes. Additional information received from customer stating "if I put a fully charged handheld in that docker it would monitor until the battery depleted and then start powering on and off. There were no error messages or alarms. No known impact or consequence to patient.